Event description:
It was reported, by the spouse of a patient, that post a coronary drug eluting stenting treatment procedure, dizziness, chest pain, weakness and "re-narrowing in the stent" occurred. In 2005, the patient had a taxus express2 drug eluting stent, unknown size, implanted. Almost immediately post implantation, the patient experienced slight chest pain, frequent dizziness and weakness. The physician performed repeat cardiac catheterization and noted "re-narrowing in the stent." The patient was to follow-up with the physician again in late 2005. Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.